Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. Philip's field service engineer replaced blower motor controlled to resolve this issue. The unit passed performance verification tests when repairs were complete.

Event description:
It was reported that the blower was not running. There was no patient or user harm reported.the event date was not specified; estimate used.